Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 1 atmosphere. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 1 atmosphere and a pinhole was noted. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the folds of the balloon were tightly wrapped and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. A microscopic examination of the balloon material identified no tears or holes in the balloon material. A microscopic examination of the tip identified no issues. A visual and microscopic examination found no issue with the marker bands. No kinks or damages were observed along the hypotube. A visual and tactile examination was completed on the distal shaft extrusion. An examination identified a pinhole at 4 cm proximal to the proximal balloon cone. Multiple kinks were noted on the shaft polymer extrusion. The balloon of the device failed to maintain pressure due to the presence of the pinhole on the outer extrusion. No other issues were identified during the product analysis.